Manufacturer narrative:
E1: (B)(6) hospital, japan workers' health and safety organization. H4: since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to the olympus service center for evaluation and confirmed the reported issues. Additional evaluation findings: image noise was present (the subject could be recognized); camera cable was twisted, buckled and had scratches; scope mount had corrosion; and the scope mount o-ring was missing.

Event description:
The customer reported to olympus the autoclavable camera head exhibited image issues and corrosion at the connectors. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h10. Correction to h10: the customer's allegation was only partially confirmed. Although corrosion was found during the device evaluation, the reported image issue (subject cannot be recognized) was not confirmed. The manufacturing date cannot be identified because the storage period of the device history record has expired. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the indicated phenomenon was not reproduced at the olympus repair department. It is possible that the image noise (subject cannot be recognized) occurred temporarily due to communication failure caused by cable failure as a result of the confirmation of the image noise being caused by cable failure. It is possible that cable was broken due to disconnection of cable caused by cable buckling. The event can be detected/prevented by following the instructions for use which state: "when camera cable is coiled, do not pull forcibly but straighten it gradually. Doing so could disconnect the camera cable. Never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. While the camera head is attached to the endoscope, never attempt to lift the entire assembly by the camera cable. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.